Manufacturer narrative:
Complaint evaluation: the customer worked with the technical support representative. The customer was provided a quote to replace the display. Customer resolution and conclusion: the device seems to need a display and quote was given to customer to replace the display. However, the customer rejected the quote. No further action at this time. The customer can always have this case reopened.

Event description:
It was reported to philips that the device has no display. There was no patient involvement.